Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The cannula appears to be chipped. They do not believe the piece is in the patient. The case was completed and it was noticed the chip was missing. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Sleeve assembly. The analysis results found that the device was received with dent at distal tip. No conclusion could be reached as to what may have caused the found condition of the sleeve. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.